Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. At around 4:45 to 5:00 o'clock in the morning, the patient vomited, experienced dizziness, and felt as though she was about to lose consciousness. During the time she woke up but noticed the cgm had a "brief sensor issue" instead of a reading on her cgm app, so she checked her finger stick reading and got 508 mg/dl. Within a few minutes the cgm read around 300 mg/dl and a bg finger stick reading was 508 mg/dl. Her husband took her to the ER (emergency room). She was given insulin via injection and IV fluids. The patient was discharged and was in the ER for less than 24 hours. At the time of the report, the patient was feeling fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/sensor error/brief sensor issue was determined to be sensor noise. No additional patient or event information is available.